Event description:
The patient contacted co directly on 07/14/1999. Patient was dissatisfied with treatments performed by doctor. The doctor used a spectrum k8 veinlase laser for treatment of the patient's spider veins. The patient told co that she had received 4 to 5 "cigarette-like" burns on her legs as a result of the treatments, one of which later became infected. Patient had 3 sererate treatment dates: 04/05/1999, 04/19/1999, & 05/19/1999.